Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for evaluation. The city provided the customer an alternative water supply that was safe. Olympus technical assistance center provided additional guidance to replace filters and disinfect the water lines. Based on the results of the investigation, the most likely cause was traced to user's city water infrastructure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the facility's city issued a water condition warning for mycrocystin algae contamination, rendering the water non-potable. This issue could endoscope reprocessor. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.